Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedances greater than 2,000 ohms and non-capture in all pace impedance configurations. Fluoroscopy shows a crash at the suture sleeve area. No adverse patient effects were reported. Subsequently, the patient underwent a revision procedure and this product was extracted and replaced. It was confirmed that there was lead crush at the suture sleeve. No adverse patient effects were reported.